Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached the initial ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician was then unable to advance a new ruby coil out of its introducer sheath and into the lantern; therefore, the introducer sheath containing the ruby coil was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly, but during functional analysis the embolization coil became detached. During initial evaluation, the ruby coil could not be advanced through its introducer sheath. After some manipulation, the ruby coil was advanced through the introducer sheath with some resistance. Once the embolization coil was fully advanced out of the introducer sheath, it was then observed that the embolization coil was detached. Since the embolization coil became detached and the lantern was not returned for evaluation, the root cause of the reported inability to advance out of the introducer sheath could not be determined. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.